Event description:
On (B)(6) 2011, the patient reported experiencing bent infusion set needles and elevated blood glucose of 203 mg/dl. Her normal blood glucose level is 150 mg/dl. She stated that the headset needle bent during headset insertion. She bolused through the infusion device or injected insulin via syringe to lower her blood glucose. It is unclear if the headset insertion needle was bent or if the headset cannula was bent. Further attempts to clarify this information was unsuccessful. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.